Manufacturer narrative:
He device was returned to the MFR and has been analyzed as follows: the device body had several scratches encircling the left device septum. Needle penetration marks and missing chunks of septum material were also seen on the surface of the left device septum. The right device septum was dislodged from the device body. Both septa showed no other anomalies. No evidence of holes, cuts or tears were seen. The device catheter showed no anomalies. The distal end of the device catheter ruptured while attempting to flush the device. The fluid collected appeared to have red particles characteristics with blood. The damaged areas of the device catheter were isolated and the device withstood a pressure of 60psi with air and fluid. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis, the report that "one of the device septa appeared to be askew/dislodged" has been confirmed. However, the cause of the device septum dislodgement could not be ascertained by the MFR's analysis of the device; therefore, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 12/3/96, the MFR's sales specialist was informed by the oncologist's nurse that one of the device septums appeared to be askew in the device. Later that evening 12/3/96), the surgeon informed the MFR's sales specialist that the device septum appeared to be dislodged, as a result, the device was explanted and replaced with a new device.